Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube, an unspecified number of stoppers exhibit stopper creep-out (where the stopper creeps open). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received one video for investigation, which visually shows a tube being held and the hemogard closure assembly being pressed down onto the tube. Subsequently, the hemogard closure assembly comes up out of the tube. 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. An additional 10 retain samples were functionally tested for draw volume and no issues were found with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off based on the video provided. An exact root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube, an unspecified number of stoppers exhibit stopper creep-out (where the stopper creeps open). There was no health impact or consequences reported.